Event description:
It was reported that the laser displayed a fiber port overheat error message during a procedure and was unable to clear the error. The physician completed the case using an alternative surgical procedure; procedure unk. There was no report of pt injury.